Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal on the hs iii proximal seal system 4.3mm didn't unroll well. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. Loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in and on the delivery device indicating that there was attempt to deploy the device into the aorta. Blood was seen on the seal. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure to unfold/unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal on the hs iii proximal seal system 4.3mm didn't unroll well. The hospital did not report any patient effects.